Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime tests. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm alarm due to history file was overwritten. Insulin pump had cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer's blood glucose level was no provided at time of reporting. Nothing further reported.